Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported by the hospital that the patient underwent a total hip replacement on an unknown date and subsequently was revised on (B)(6) 2014 due to an unknown reason. No further information has been received.